Event description:
During a follow-up interrogation, strange ventricular burst episodes were observed in aida memory which resulted in ventricular oversensing. The device remains implanted.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The reported behavior most probably results from an intermittent continuity defect/lead failure. Recommendations for a new follow-up and/or a re-intervention were given to the implanted. Available info does not provide any evidence of a pacemaker problem. Egms observed in these episodes are very similar to the typical patterns observed upon an intermittent continuity defect/lead failure. The shape of the egms stored during the events (important egm basic line ruptures observed in some episodes) suggests a lead or a connection issue (ventricular part). Detailed analysis of the shape of the noise signal during the episodes shows oversensing of the minute ventilation signal (injected at the atrial level every 125ms), sometimes superimposed with a noisy and variable baseline (smaller amplitude). Setting rate response parameter off disabled the minute ventilation; this explains why oversensing episodes did not recur. This also confirms the suspected lead or connection issue, since this minute ventilation signal is usually not detected in egms - in normal condition.